Manufacturer narrative:
(B)(4).

Event description:
It was reported that following transcatheter aortic valve implantation (tavi), the interventional cardiologist encountered severe resistance when attempting to advance the manta bypass tube through the hemostatic valve of the manta sheath. The affected device was removed and replaced with another device. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "stable." No additional medical intervention was required beyond that described.